Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 406 mg/dl due to bent cannulas. Customer reports bolus history displays all entries based on their recollection. The customer was treated for the high blood glucose with their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.